Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was noticed that there were exposed fibers in the channel of the subject device. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Although a definitive root cause could not be identified, based on the results of the investigation, the likely cause of the reported malfunction is due to tear marks in the biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from custumer.